Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burnt marks on the circuit board which resulted in the device power anomaly.

Event description:
This report is to advise of an event observed during analysis.